Event description:
Discrepant troponin results were generated by the dimension xpand plus with hm. The results were not reported out of the laboratory. The samples were tested on an alternate system and reported out to the physician. There were no reports of adverse health consequences or known patient intervention due to the discrepant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument, the fse determined that the specific cause of the event is unknown. The fse replaced ultrasonic board, heterogeneous module (hm) probes and tubing, sample syringe tubing then aligned the hm. Fse also advised customer to replace the water aerator. The instrument is performing within specifications. No further evaluation of the device is required.